Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (5mg/ml at unknown dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the physician asked if they could silence an empty reservoir alarm without refilling patient today. The manufacturer's technical services specialist (tss)  reviewed they could fill the pump with saline, drug, or put in a "pseudo" reservoir volume and noting the pump was still at 0 just to silence the active alarm for the time being. The physician did not have more information why the pump ran dry, but did say the patient was symptomatic when it ran dry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.